Event description:
A surgeon reported that during a glaucoma filtering surgery, after insertion of the shunt, it caused the hole or incision to be too big and the procedure was converted to a trabeculectomy. In a follow-up, the surgeon reported the event resolved with treatment. He also reported the pt's current intraocular pressure (iol) is not within the acceptable range for this pt. A suture lysis was performed approx three following the initial surgery.

Manufacturer narrative:
Eval summary: the product was returned for analysis. The eds tip was bent, as if it was hit by something hard. No defects were visible on the shunt or on the eds wire. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The complaint statement "shunt caused incision to be too large" could not be confirmed. The root cause could not be conclusively determined, but does not appear to be product related. There have been no other similar complaints reported in the lot number. Add'l info was requested on 04/30/2012 by fax and mail. A completed questionnaire was received on (B)(6) 2012. (B)(4).